Event description:
Gelport was being used by the physician for the surgical procedure. Surgeon noted that gas was escaping the abdomen, but it was not apparent where the gas was leaking. Upon further investigation, it was noted that there was tear in the device causing the gas to leak and deflating the abdomen. The gelport was removed from the surgical field and replaced.